Event description:
It was reported that  caller wanted to verify drs info and MRI compatibility. Caller mentioned that the patient said they thought that one of the implants was placed upside down so they had it replaced or revised/turned in 2023. Caller unable to confirm which implant patient was referring to but said it sounded like it was one of the implants placed in 2020.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.